Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient was found unresponsive by their wife. The patient woke up and was directed by their clinic to send a transmission from their subcutaneous implantable cardioverter defibrillator (s-ICD) on their communicator. Two events were seen on latitude, for ventricular tachycardia (vt)/ventricular fibrillation (vf). One appropriate shock successfully converted the treated event, but the other event was untreated despite appearing to be vf. The s-ICD system remains in service. No adverse patient effects were reported. Additional analysis of the episodes was performed by boston scientific's medical safety group. Although the device stored two separate episodes, there was actually only one vf event for the patient. Episode 013 was classified as untreated and exhibited undersensing, leading to a delay in therapy. The undersensing meant there were enough s markers to officially end the episode. Treated episode 014 begins at about the 24 second mark of episode 013; the morphology is identical, indicating an overlap of the episodes. Episode 013 shows a charge marker at 44 seconds and the same charge marker is observed at 21 seconds in episode 014. Episode 013 tracings end at 59 seconds and appear to continue in episode 014 at 36 seconds. The second episode did not officially start until there were enough t markers. Per device design, the onset of the second episode is displayed, creating the overlap. Undersensing remains until the shock is delivered, which successfully converts the arrhythmia.

Event description:
It was reported that the patient was found unresponsive by their wife. The patient woke up and was directed by their clinic to send a transmission from their subcutaneous implantable cardioverter defibrillator (s-ICD) on their communicator. Two events were seen on latitude, for ventricular tachycardia (vt)/ventricular fibrillation (vf). One appropriate shock successfully converted the treated event, but the other event was untreated despite appearing to be vf. The s-ICD system remains in service. No adverse patient effects were reported.